Event description:
The patient underwent the surgery with the matrix smartlock. After the operation, rupture of flexor hallucis longus tendon was seen (third case). This case was acquired from the journal of japanese society for fracture repair.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.